Event description:
It was reported the patient had the pump removed due to an infection on (B)(6) 2014. It was noted the patient would be meeting with the doctor to see if they will put another pump in. It was also reported the patient did not have concerns with their device or therapy. The pump was being used to deliver fentanyl. Additional information has been requested regarding specific symptoms, troubleshooting/diagnostics, additional treatment or interventions; further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: catheter. (B)(4).